Event description:
It was reported that at the beginning of the procedure, the fiber was not vaporizing well and the tip of the fiber detached inside the patient and was retrieved. The procedure was completed using another fiber. There were no patient complications.